Event description:
It was reported that the patient was experiencing seizures (not noted to be abnormal). The patient was then hospitalized, and high impedance of over 9000 ohms was seen. X-rays was then preformed, the provider stated that the lead looked torn near the nerve. After the fracture was seen, the vns was turned off, and the patient was referred for revision. Chest and neck x-rays were reviewed following a reported lead fracture. Evaluation of the generator placement was limited due to the quality of the imaging, but the generator feed through wires appeared intact. The pin was fully inserted, as confirmed by its position beyond the first and second connector blocks. The strain-relief bend and loop were not visible because the lead appeared to be completely fractured at location c. One tie-down was visible, though its position did not align with labeling expectations. The electrode was positioned more medially than the visible tie-down. All visible portions of the lead were examined for signs of fracture or abnormal angulation. The imaging confirmed a complete lead fracture at location c. Although the exact cause cannot be definitively determined, the observed damage is consistent with twiddler¿s syndrome. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 investigation conclusion: initial report inadvertently used d1101 instead of d1102.